Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading was 51 mg/dl. Customer was shoveling snow. Customer stated that he may have taken too much insulin and not eaten enough food. The current blood glucose reading is 116 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.